Manufacturer narrative:
Data review confirmed the existence of the problem and that the main contributing factor is likely related to 2 lots of calibrator (21442852, 21443052) which are part of the fluid packs of the cobas b 123 system.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that both levels of quality controls have been recovering too low for partial pressure of oxygen (po2). The parameter will always be marked with a quality control warning. The sensor and "aqc" pack have been changed on the analyzer, but have not resolved the issue. Patient sample measurements were also 20-30% too low when compared to another cobas b 123 instrument. The instrument was replaced on (B)(6) 2014. It was determined that quality control measurements have failed for po2 since the change of a fluid pack on (B)(6) 2014. It was asked, but it is not known when the event occurred. Specific patient values were also asked for, but not provided. It was asked, but it is not known how many patient samples were affected. It was asked, but it is not known if any erroneous patient results were reported outside of the laboratory. Clarifications have been requested. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. The cobas b 123 fluid pack lot number was 21446203. A reagent expiration date was asked for, but not provided.

Manufacturer narrative:
After an investigation of the data, the customer's issue could be confirmed. The likely root cause of the issue is due to increased po2 content in the reagent pouch or increased po2 uptake of the calibration solution as it aspirated to the sensor.

Manufacturer narrative:
The customer has confirmed that no patients were involved in the event, only quality controls.

Manufacturer narrative:
Investigation showed qc failures (qc values below the target values) for po2 on cobas b 123 poc systems, affecting primarily level 1 and 2, caused by a calibration issue with the po2 assay. The calibration issue was due to excess oxygen in one of the calibration solutions contained in the fluid pack lot. Detection of this issue is not guaranteed given qc results can be below mean values but still within 2 standard deviations (sd) limits. Therefore there is a potential for erroneously low po2 results in patient samples, especially in blood samples with po2 values below 50 mmhg. Medical risk is unlikely as the discrepant low po2 would be unbelievable in the context of the patient's condition. Po2 is not a stand alone test and the result must be reviewed in context with so2, pco2, ph, and the clinical status of the individual patient. Harm to the patient is unlikely. Additional quality steps in the manufacturing procedure have been identified and are to be implemented.